Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of an inability to draw or flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material #(B)(4) because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the ext set w/macrobore 2vps y-conn could not draw blood or flush due to flow issues/blockage. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "unable to draw blood or flush".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set w/macrobore 2vps y-conn could not draw blood or flush due to flow issues/blockage. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "unable to draw blood or flush".